Manufacturer narrative:
The complaint details provided indicate that the stent dislodged off the balloon within the introducer sheath. The introducer sheath used in this case was not returned. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing, when the stent is crimped on to the folded balloon the stent frame leaves impressions of the stent frame on the surface of the balloon. The impressions indicate if the stent was properly crimped on to the balloon. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. The balloon had been fully deployed at some point during the case it is unclear as to when the balloon was opened the crimped stent diameter was measured and was 2.14mm. This diameter when compared to the lot qualification test data, falls within the same range of diameters that are only slightly smaller. The slightly larger diameter is due to the stent being pulled over the folded balloon cones. The returned stent was slightly curved and one end of the stent was badly deformed. This may have occurred when the device was retrieved. It would appear that the stent came off the balloon outside the introducer sheath. There is a possibility that during placement the distal end of the introducer sheath made contact with the proximal end of the stent pushing it off the balloon. A full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs all 59 quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. All samples passed through the introducer sheath without any stent dislodgments. During the final lot qualification data shows that all 59 test samples were able to pass through the 6fr introducer sheath without issue. Since (B)(6) 2013 over 30,000 test units have been passed through the introducer sheath without a failure for the inability of the stent to pass through the introducer sheath. The product in question has also been subjected to simulated use in a tortuous iliac artery model whereas the stent delivery system is advanced contra laterally over the iliac arch through a 6fr 55cm long cook check flow performer introducer sheath. The stent is then deployed at nominal pressure as specified on the product label and the balloon deflated and withdrawn back through the introducer sheath. This testing was conducted numerous times while being submerged in a heated water bath at 37°c (body temperature) during design verification testing of the product. None of the samples tested had an issue regarding stent dislodgments while passing through the introducer sheath. Based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
During and endovascular aortic dissection repair, while advancing to the renal artery across the lumen of the aneurysm, the physician realized that the stent had moved on the shaft. No patient harm.